Manufacturer narrative:
(B)(4). Date of follow-up report : (B)(6) 2015. Date of follow-up report 2: (B)(6) 2015. The generator was evaluated as a concomittant device. One used vlls10gen was received for evaluation. The returned sample met specification as received by covidien. The visual inspection found no notable conditions. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the device to function normally and within specifications. No failure mode was identified.

Manufacturer narrative:
(B)(4). Date of follow-up report : (B)(6) 2015. Post market vigilance led an investigation into the reported complaint in conjunction with the product engineering team. One used lf1737 was received for evaluation. The returned sample met specification as received. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. Visual inspection found no defects. The reported condition was not confirmed. Inspection noted an unidentified white liquid in the heel of the jaw but this did not compromise the sealing effect. The device was mechanically tested and the lever, trigger, rotation wheel, jaws, and knife functioned properly. The jaw force was acceptable. Power curve testing was performed and passed at all levels. The device was plugged into a force triad generator with the generator set at 2-bars. A full thermal effect per cooking and steam was visually verified when tested on simulated tissuee. Testing was then performed on porcine kidney vessels of varying diameter and the device functioned normally. Multiple seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. A full thermal effect was visually verified while activating on porcine tissue. The investigation found the device to function normally. The IFU states, the lever must be continually held with the activation button fully depressed until the seal cycle is complete. The lever does not latch into the activation position. There are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations. Manufacturing non-conformance review could not be completed since the lot number is unknown.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the surgeon sealed ileocolic artery with ligasure maryland device. The device initially seemed to seal well and the operation was completed. While the ports were being removed the patient's blood pressure reduced from 120 to 30. The patient suffered cardiac arrest, and bleeding was discovered at the sealed vessels from ligasure. The patient is currently in itu. The patient is fit and healthy apart from a tumor in his right colon. There was no tissue loss; however an extension in the incision of ten inches was required. There was additional blood loss of three liters and six units transfused. There was a delay in the operation between 45 minutes to one hour. The patient is still in hospital. The post op diagnosis shows the patient is now recovered.